Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, an incident report had been provided by the facility. Since this malfunction led to a cancelled procedure, lumenis is reporting this event as an adverse event in addition to the malfunction. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, thus lumenis is reporting this malfunction as an adverse event as well. Lumenis has initiated CAPA #: (B)(4) to further investigate intermittent versacut handpiece operation, and to determine if corrective action is required.

Event description:
A foreign user facility reported that during a holep procedure in which a lumenis versacut morcellator was being utilized, "the movement of the handpiece was not smooth, and the handpiece finally stopped". The doctor had stopped the procedure and after receiving a new handpiece three (3) days later, the doctor successfully completed the procedure.